Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was returned for investigation. Visual inspection of the as returned product identified minor signs of use, dried blood and bone around the implant and no apparent malfunction. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. The reported device was measured with calipers (cal1334 cal due: sep 25, 2020) and was verified to match specifications per pd-tsvwb13 rev h. No pre-existing conditions were noted on the per. The patient had moderate (type ii) bone density and good oral hygiene. The reported device was located on tooth # 19 and was implanted for 12 years 5 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (60557711). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st#0607) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (60557711) for similar events and no other relevant complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection & bone loss) or device (tsvwb13). Therefore, based on the available information, device malfunction did not occur and the reported events (infection & bone loss) are non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. PMA/510(k) number: k011028/k013227.

Event description:
It was reported that an implant (tsvwb13) was removed due to bone loss and infection at site location 19. Site was bone grafted.